Manufacturer narrative:
(B) (4). The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Adverse event: shock/ sub acute stent thrombosis/death. Onset of adverse event: one week post stent deployment. Device issue. None. It was reported that it was a very calcified, difficult case. Diffuse disease to both right coronary artery (rca) and left anterior descending (lad) arteries. Multiple balloons and stents used including: a non abbott stent 3.0 x 32 mm stent that did not cross. After multiple inflations up and down the rca, a 2.5 x 12 vision stent was attempted to cross the rca and the stent was noted to have dislodged from the stent delivery system (sds) balloon in the proximal to mid rca. The stent could not be deployed in a normal fashion, so it was compressed against the vessel with a 3.0 x 28 vision stent. The lesions were successfully treated with three additional stents (2.5 x 18 mini vision in the mid lad, 3.0 x 23 vision stent in the proximal lad, 3.0 x 12 vision in the distal rca). The patient was discharged in stable condition. One week post procedure on (B) (6) 2009, the patient was readmitted to (B) (6) hospital in shock and had st to both rca and lad arteries and died.